Event description:
It was reported that during an unknown laparoscopic procedure, the device misfired. Case was completed with another like device. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Jaws. Additional information requested and received: what is meant by device misfired (what was specific issue)? When pushing next clip forward, the device ¿shot¿ the clip forward instead of engaging the clip to be used. Staff state that when not in patient, clips typically feel secure in device, but in this case the clips could be pushed out with a finger. Did device not fire at all? No (see above comments). Did device jam? No. Did device not feed clips? No. Did device fire malformed clips? No. They clamped down but they weren¿t able to place them accurately due to the ¿shooting¿ out of the clip as stated above. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.